Manufacturer narrative:
(B)(4). Retainer ring = black. The pump was received with a scratched case, a cracked keypad overlay, a keypad overlay peeling, a cracked case-corner of belt clip rails, a pillowing keypad overlay, a serial number label fading and a end cap address label missing. The test p-cap, reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test at 0.0865555 inches. No blank display during testing. The pump was monitored for 24 hours and no unexpected test battery or battery tube overheating noted. No damage inside the battery tube during visual inspection noted. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage was found on the force sensor, battery tube, motor and vibrator assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. Issue was resolved after inserting the new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.